Manufacturer narrative:
A visual evaluation found that the foam sponge had detached/separated from the rx biopsy cap. A section of the detached sponge was not returned. Only one of the star-shaped slits on the sponge was correctly perforated. Examining the returned biopsy cap, the cap was found to be intact. The lack of perforation of the foam sponge could potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device catching on the sponge and not having a clean slit/path to penetrate. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4)

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure a piece of the sponge from the device dislodged and became stuck in the olympus (B)(4) scope. The physician was not able to remove it and had to get another olympus (B)(4) scope and another rx locking device and biopsy cap to complete the procedure. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure a piece of the sponge from the device dislodged and became stuck in the olympus (B)(4) scope. The physician was not able to remove it and had to get another olympus (B)(4) scope and another rx locking device and biopsy cap to complete the procedure. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.